Event description:
Philips respironics machine was recalled, I registered with philips for replacement machine (B)(6) 2021 confirmation # (B)(4). After over 1 year I still do not have a replacement machine. I have contacted philips several times, now I am being told they will replace before the end of the year. This is not acceptable, I still have to use the defective machine. FDA is not holding philips accountable. FDA safety report ID# (B)(4).